Manufacturer narrative:
On 10/3/2019, mentor received an update on the events submitted in the initial report. After the explantation procedure, the doctor informed mentor that the device was not ruptured upon removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant, (catalog number: 3503751, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided symptomatic rupture. The diagnosis was confirmed by physician after an MRI. As a result, the patient has a scheduled bilateral explantation for (B)(6) 2019 and will replace both sides with unspecified breast implants.